Manufacturer narrative:
The histolock resection device is an electrosurgical device designed to be used to endoscopically grasp, dissect and transect tissue during gastrointestinal endoscopic procedures. The user reported a perforation occurred during a procedure which included use of the histolock resection device. While resecting an 8mm flat polyp in the right colon, the muscularis propria was pulled into the device. Two hemoclips were then placed to prevent perforation. The patient was hospitalized the next day for laproscopic surgical intervention to treat a delayed perforation, and has been discharged. Information found in the instruction for use includes: endoscopic polypectomy with diathermic snares should not be performed without a thorough understanding of the principles of diathermic energy. Do not force the device against body cavity tissue. This could cause patient injury, such as perforation, bleeding or mucous membrane injury. Care should be exercised when grasping tissue to avoid inadvertently grasping tissue or organs not intended for retrieval. The device was not returned for examination. A review of the manufacturing record (00711117 lot 1505467) found all tests and inspections were completed with acceptable results documented. No other complaints of any type have been associated with devices from this lot.

Event description:
The histolock resection device is an electrosurgical device designed to be used to endoscopically grasp, dissect and transect tissue during gastrointestinal endoscopic procedures. The user reported a perforation occurred during a procedure which included use of the histolock resection device. While resecting an 8mm flat polyp in the right colon, the muscularis propria was pulled into the device. Two hemoclips were then placed to prevent perforation. The patient was hospitalized the next day for laproscopic surgical intervention to treat a delayed perforation, and has been discharged.